Manufacturer narrative:
Updated fields: b4,b5 , b6 , b7,d10, e3, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ impact codes), h11, e1 ( initial reporter , event site telephone , event site email ) a getinge field service engineer (fse) was dispatched to evaluate the unit and noticed the transducer calibration was not possible. The fse replaced the drive manifold (0104-00-0031) and calibrated all the transducers. All tests including safety and functional tests were performed and the unit was cleared for use.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) unit had "internal failure" error. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. The failure analysis and testing dept. Received part with a reported unit failure of the transducer calibration in service mode. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had "internal failure" error. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.